Event description:
It was reported in the 6 month follow-up of implantation of the subject flow diverter stent, the patient suffered occlusion of the right internal carotid artery with possible relation to the subject device. No treatment was provided. No other information is available.